Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 16 occurred. Customer¿s blood glucose value was 508 mg/dl. Reportedly, caller declined to reload new cartridge and requested a replacement. Reportedly customer addressed the elevated bg with a manual dose injection.